Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. A space line neutrapur was inserted. The infusion was started with a rate of 126ml/h over 13 hours. 1 hour and 17 minutes later a pressure alarm occurred. Two hours later the infusion was started again and during the infusion a lot of pressure alarms occurred. The reason for the pressure alarms could not be clarified. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion" customer statement: "infusion time are longer than expected. Issue occurred: (B)(6) 2021 on (B)(6)."